Manufacturer narrative:
H4: device manufacture date: nov 2024. H11: the actual device was not available; however, retention samples were evaluated. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. The retention samples were leak tested under water and there were no issues or leaks observed. The samples were loaded on the claria machine and there were no issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set w/cassette leaked. The leaked occurred at the cassette door of the cycler. This was identified during priming of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.